Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Patient code 3191 captures the reportable event stating that the patient had a prolonged procedure.

Event description:
It was reported that this right atrial (ra) lead was not able to be successfully implanted due to helix issues. Also it was mentioned that physician rotated the lead more times than recommended. Laboratory analysis confirmed helix extension issues were encountered along with lead fracture. This lead was then successfully replaced. No adverse patient effects.